Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary, method codes, result codes, conclusion codes updated device evaluated by MFR.: promus element plus, ous, mr, 3.5 x 38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the stent was damaged with stent struts bunched and misaligned causing the proximal end of the stent to move 4 mm distal from the distal end of the proximal markerband. The distal end of stent was still in crimped position. The undamaged stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 24mm in length target lesion was located in a moderately tortuous and 3mm in diameter coronary vessel. A 3.50x38mm promus element¿ plus stent was advanced to treat the target lesion. However, during procedure, it was noted that the distal portion of the stent was damaged after penetrating the lesion. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 24mm in length target lesion was located in a moderately tortuous and 3mm in diameter coronary vessel. A 3.50x38mm promus element¿ plus stent was advanced to treat the target lesion. However, during procedure, it was noted that the distal portion of the stent was damaged after penetrating the lesion. No patient complications were reported and the patient's status was stable.